Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a leak in the reservoir of the insulin pump. Customer stated that there is liquid coming from the o-ring inside the reservoir. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.